Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that cardiac compass data and rate histograms were not displayed due to an 'invalid data' message. It was also reported that the patient was undergoing radiation therapy. The device remains use. No patient complications have been reported as a result of this event.